Event description:
Info received indicates after replacing the head drive, the technician plugged the bed in and the head drive moved down unintentionally.

Manufacturer narrative:
After replacing the head limit switch, the technician replaced the CPR switch to repair the bed.